Manufacturer narrative:
Reported event: (B)(4) was showing connection error not fixable by the bypass cable. Device evaluation and results: per (B)(4): replaced cpci assembly. Product history review a review of device history records shows that on 09/24/2009 1 device was/were inspected and 1 device was/were placed on nc/npr/qt: (B)(4), revealed that the non-conformance is/are not related to the failure alleged in this compliant. Complaint history review a review of complaints in catsweb and trackwise related to p/n 211123, serial number (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: performed all the required tests; tests passed with success. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard."

Event description:
A surgeon was performing a makoplasty partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, connection error not fixable by the bypass cable occurred causing a delay >30 mins. Another robot had to be brought into the room to complete the case. This did not negatively impact the case, the outcome was successful, and there was no harm to the patient.

Manufacturer narrative:
"Reported event: (B)(4) was showing connection error not fixable by the bypass cable. Device evaluation and results: per fsr 0339: replaced cpci assembly. Product history review a review of device history records shows that on 09/24/2009 1 device was/were inspected and 1 device was/were placed on nc/npr/qt: (B)(4), revealed that the non-conformance is/are not related to the failure alleged in this compliant. Complaint history review a review of complaints in catsweb and trackwise related to p/n 211123, (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: performed all the required tests; tests passed with success. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard."

Event description:
A surgeon was performing a makoplasty partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, connection error not fixable by the bypass cable occurred causing a delay >30 mins. Another robot had to be brought into the room to complete the case. This did not negatively impact the case, the outcome was successful, and there was no harm to the patient.